Manufacturer narrative:
This is one of three device reports associated with this event. The other two MFR report numbers are 1225714-2013-02002 and 1225714-2013-02003. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest, injuries to the pulmonary system, and other related injuries. It was further alleged that the patient experienced the sudden cardiac arrest and expired shortly after receiving dialysis treatment, all of which is alleged to have been caused by the patient's exposure to the product.